Event description:
Info was received from a pt that five years post implantation of two bx sonic stents (3.0x28 and 3.0 x 13) in the right coronary artery (rca) an angiogram demonstrated a 100% blockage of the rca. At index procedure, the bx sonic stents were implanted following a heart attack. The pt is currently asymptomatic and pending cardiology consult, with consideration for another angioplasty. Medications include coumadin and nitroglycerine. It was indicated that there is no further info regarding the event and index procedure.

Manufacturer narrative:
The stents remain implanted and the lot numbers are not known. Restenosis is a known potential adverse event associated with coronary stenting. It is possible that pt vessel and procedural factors along with progression of existing coronary artery disease may have contributed to the reported blockage of the target vessel. However, based on the lack of procedural info and the limited available clinical info, no conclusion can be made regarding the relationship of the implanted stent and the reported event. This is one of two products involved with this adverse event, which is associated with mfg report number 1016427-2009-00223.